Event description:
The surgeon referred to the sales rep that: following opt, during the compression phase, the proximal part (blue head) of the item detached from the distal one (yellow). The surgeon ended the surgery using another item.

Manufacturer narrative:
The investigation shows that a too high torque by the compression of the screw leads to too high axial forces in the zone of the retainer (snap ring). Thereby the groove of the upper screw was damaged. Because the blocking function was no longer fulfilled, the upper screw detached from the lower screw. The cause of the too high torsional forces was friction with a very hard bone. In the case of a very hard bone, it is recommended by the IFU that a thread has to be cut before inserting the screw. This was most likely not done. During removing the under part of the screw with a forceps, the outer surface of the under part of the screw and the snap ring have been damaged. Indications for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation also no indication was found for any device related event.